Event description:
It was reported that after the lead was correctly implanted and the distal screw fixed to the heart tissue in the rv apex, the analyzer had no egm signal and the pacing impedance was > 4000 ohms. The lead was removed and a new lead successfully implanted. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; (B) (4) full lead; lead stretched.